Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that biofilm and discoloration was discovered in the internal tubing of the sorin heater-cooler system 3t during preventative maintenance. There is no known patient involvement. The service representative replaced the internal tubing. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that biofilm and discoloration was discovered in the internal tubing of the sorin heater-cooler system 3t during preventative maintenance. There is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that biofilm and discoloration was discovered in the internal tubing of the sorin heater-cooler system 3t during preventative maintenance. There is no known patient involvement. The service representative replaced the internal tubing according to the preventative maintenance guidelines. The unit was returned to service. The customer has not requested deep disinfection at sorin group (B)(4). Based on the findings of the service representative, sorin group (B)(4) has concluded that this issue was the result of the user failing to strictly adhere to the cleaning and disinfection instructions outlined in the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Evaluated on site by sorin service rep.